Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct225, +19.0 diopter) was explanted in a secondary procedure from patient¿s left eye. The patient wanted near vision and patient¿s lens choice was targeted for myopia. Post implant, the patient was not happy with the results. The lens was explanted and exchanged for a model zct150, +16.0 diopter iol. There was no incision enlargement required and no patient injury reported. Patient was reported to be doing fine at discharge. No further information provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on:7/20/2018. Device returned to manufacturer? Yes/ device evaluation: the device was received at the manufacturing site for investigation. Visual inspection showed that the lens was returned inside the daisy wheel. Visual inspection under 12x microscope magnification was performed and no abnormality found on the returned lens. Dimensional inspection also was performed which the results showed all measurements were within the specification. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.